Event description:
Customer complains a second pt reaction during treatment (see MDR# 9611369-2007-00032), after restarting with a second polyflux dialyzer 24 r, pt reacted again. The pt was given solumedrol and the treatment was stopped and not continued. Again the blood loss is 268 cc, adding the two blood losses of the day, the total blood loss is 536 cc.